Event description:
Consumer reports toothbrush head breakage. This is reported as a malfunction with the potential to cause serious injury. No injury occurred. This is being submitted as part of a retrospective review to identify malfunctions with the potential to cause serious injury.

Manufacturer narrative:
The product used was either spinbrush pro whitening toothbrush soft (B)(4) or spinbrush pro whitening toothbrush medium (B)(4). Findings: both oscillating head and translating plate has come free. Original brush head since there is no date code. Brush not returned.